Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level increased to 440 mg/dl due to issue. Customer gave a correction injection to address the high blood glucose. Reportedly, the customer changed infusion set and cartridge and resumed insulin to resolve the occlusions.